Event description:
A malfunction was reported on a customer's pump, causing the customer's blood glucose level to reach 558 mg/dl. The customer addressed the high blood glucose level with a correction injection via manual delivery and did not require assistance from a third party. The customer declined a pump replacement since the pump was able to turn back on and the malfunction did not occur again. Technical support assisted the customer in setting up the pump again and advised to call back if the issue persisted.